Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father called mentioning that customer had recently been hospitalized. Customer, himself, was later contacted about details of the hospitalization. Customer stated he was hospitalized for high blood glucose levels. He stated he changed his set and his blood glucose started to rise. He could not get his blood glucose to lower, so he went to the hospital. He was hospitalized for high blood glucose levels and diabetic ketoacidosis. His blood glucose level was 500 mg/dl. He was wearing the device at the time of hospitalization. Customer was taken off the device when he was admitted and put back on when he was released a few days later. Customer declined trouble shooting for the device. Nothing further was reported.